Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image blackout) was not confirmed or duplicated. In addition, service found the image guide tube was loose. And the bending section cover was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation. It is likely, an image blackout was caused by breakage or disconnection of the image sensor unit. Due to stress of repeated use; external factors or handling, or failure of the parts mounted on the electrical circuit board, such as integrated circuit chip and capacitor. However, a conclusive root cause could not be determined. The following information is stated, in the IFU (instructions for use) which may help to prevent the issue. Operation manual: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). Adjust the brightness level as appropriate. Confirm that, the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that, the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope has no image (blacks out immediately). The issue was found during preparation for use for a treatment/therapeutic procedure. The procedure was completed. There were no reports of patient harm.